Event description:
The customer called to report low blood glucose levels that required treatment by the paramedics. Troubleshooting revealed that the insulin pump programming was correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.